Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic rotator cuff repair procedure in the shoulder treating a rotator cuff tear on (B)(6) 2020. The surgeon failed to insert the anchor. It was found that the tip had broken. Another like device was used to complete the procedure with no surgical delay or patient consequences. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that this was an arcr (arthroscopic rotator cuff repair) in the shoulder treating rotator cuff tear on (B)(6) 2020. The surgeon failed to insert the anchor. It was found that the tip had broken. The complaint device was received and evaluated. Visual observations confirm that the distal tip of the anchor was broken. In addition, the anchor present evidence of debris. When observed the anchor under magnification, no structural anomalies could be noted. A manufacturing record evaluation was performed for the finished device lot number: [6l68533], and no non-conformances were identified. As per IFU-100191, this product is for single use only. This product has not been designed to be re-used/re-sterilized. Reprocessing may lead to changes in material characteristics such as deformation and material degradation which may impact the strength of the device and compromise device performance. The position the appropriate healix advance awl or drill onto the prepared bone surface. Establish the proper axial alignment. Apply tension (normal force) on suture lengths. Excessive force may overload the anchor or suture. The complaint can be confirmed. The possible root cause for the reported failure can be associated with off axis insertion, levering during insertion on the procedure. However, this cannot be conclusive determined. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.